Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, advancement through the iliac artery was difficult. A decision was made to use a non-medtronic stiff wire which allowed the delivery catheter system to advance. Immediately following valve implant, the patient¿s blood pressure dropped and the patient went into asystole. Cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram showed pericardial tamponade and an echo-guided pericardiocentesis was performed. CPR continued for half an hour; however, resuscitation was unsuccessful and the patient died. Per the physician, the cause of death was pericardial tamponade caused by the non-medtronic stiff wire. An autopsy was not performed.